Event description:
It was reported that during a cardiac ablation procedure, a temperature peak of 85ºc occurred, impedance showed a noticeable (but not very sharp) decrease, the application stopped, and a pop sound was heard upon endocardial radiofrequency ablation of ventricular tachycardia in the anterior-basal area. Echocardiography imaging was performed, and the patient was stable with no structures damaged. The procedure was continued and epicardial mapping was performed. During the epicardial map, ¿temperature sensor fault¿ message appeared in electrode p3 and the catheter could map but could not ablate. The pulsed field ablations stopped due to a "high current" error. Connections were checked and replaced, but the error persisted. The catheter was replaced, which resolved the issues, and the procedure continued with the replacement device. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.